Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. The returned device indicated a firmware error message/code approximately 6 weeks post-mortem. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. The device was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.